Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: part arrived with tip broken off, quick disconnect appears worn from use, and tin coat/laser etch obliterated. No DHR investigation is possible, as lot number is obliterated. The dimensions that could be measured passed; several could not be measured due to the damage of the returned device.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusion could be drawn as the product is entering the complaint system.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tap broke during a tibial plateau leveling osteotomy veterinary procedure on (B)(6) 2015. During the surgery, the veterinarian wanted to know what material the tap was made out of so that she can make the decision to retrieve or not to retrieve the piece and had called synthes to obtain this information. This caused a delay of twenty minutes as this information was obtained over the phone. A 16 mm stainless steel piece from the broken tap was left in the patient. The procedure was completed successfully. The animal patient was doing well after the surgery. This report is 1 of 1 for (B)(4).